Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a mildly calcified and heavily tortuous lesion in the external iliac artery. Reportedly a 8.0x60mm absolute pro self expanding stent (ses) was advance to the lesion; however, difficulty was met during deployment and the stent was only partially deployed. The physician tried to release harder several times and the stent was released finally; however, the proximal part of the stent was not fully deployed. The stent was carried to the common femoral artery by the tip of the delivery system during removal. The proximal part of the stent was deployed when the delivery system was pushed in again to the external iliac artery. A non-abbott stent was implanted to cover the remaining part of the lesion and the procedure was completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported physical resistance / sticking-thumbwheel and the reported difficult or delayed activation were unable to be replicated in a testing environment due to the condition of the returned device (stent was previously deployed). Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the distal shaft was bent in the mildly calcified and heavily tortuous anatomy resulting in the noted multiple inner member chatter marks and the noted kinked stent sheath; preventing the shaft lumens from moving freely and fully deploying the stent thus resulting in the reported physical resistance / sticking-thumbwheel and the reported difficult or delayed activation. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 correction: medical device problem code 2017 removed.